Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the handpiece device was not working. The event was not reported to have occurred during a surgical procedure. It was not reported if there were any delays in a surgical procedure. A spare device was available for use. There was no patient involvement. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the there was a hole in the outer cable near the swivel nut and the root cause of the reported complaint was the sharp edge of the metal cable tie damaged with ID the outer cord. This issue has been escalated to CAPA. The assignable root cause was due to incorrect design or material selection. If additional information should become available, a supplemental medwatch report will be sent accordingly.